Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the connector for the stylus touch pen on the programmer was very loose and is no longer working. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus connector was loose and the micro processor unit was replaced to resolve as well as the hard drive reimaged and the software reloaded. It was further noted that the stylus did not align with the cursor on the screen and therefore the overlay/bezel assembly was replaced and that the stylus was damaged at the connector though still functional and the stylus was replaced and calibrated. The programmer failed tests and therefore its link electronic module (lem) board was replaced and calibrated. It was verified that all issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.